Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 400mg/dl. The customer's most current level was 500mg/dl. The customer treated with manual injection along with the insulin pump. Troubleshoot was conducted. The customer states the programmed their replacement pump with settings from their older pump. The customer states they will discontinue use of the device and revert to manual injections. The customer states they will be contacting their healthcare provider.